Event description:
Pt had abdominal surgery in 2002. Pt gets allergy shots every other week. Pt had an allergist appointment to renew usage of inhalers. While at the dr's office and while doing the peak flow meter. Pt felt pop 4x and a rush of gas in their abdomen. Pt has been in horrible pain ever since. Their clips may have moved. Their hernias may have repopped. The surgery doctors keep telling to the pt to go to someone else. Pt went to the the e.r. Twice. Pt feels like shrapnel is in them.